Event description:
The surgeon reported via the sales rep that they have been contacted by a pt who has experienced 'noise' in their hip which they believe to be from their ceramic on ceramic bearing. Surgeon's secretary reports that the noise is experienced intermittently with bending, twisting - mainly bending to the right. It is further reported that the noise was noticed at the beginning of 2008. The customer states that this patient has no pain with the squeak.

Manufacturer narrative:
Device remains implanted, and is not available for evaluation at this time. No additional information has been provided.